Manufacturer narrative:
Device evaluation: the device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported there was a double beep with cassette during testing. There was no patient involvement or injury.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device in good condition; the tamper seal was intact. There was no evidence of the reported error in the event history log (ehl). The reported problem was not duplicated/verified during functional testing. The device was plugged into a test cassette and powered up for ten minutes. There was no double beeping. The battery loss alarm test was performed and passed. However, the event log had multiple no disposable messages and the down stream occlusion sensor was recommended for replacement as a preventive action. No root cause was determined. No fault was found. The product is beyond 20 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4). Correction: d4: model number: 6400. Correction: h4: mfg. Date. 11-apr-2002.